Manufacturer narrative:
(B)(4). Printer was discarded and replaced by the customer. The (B)(4) color printer is a peripheral device, which is not part of an abbott hematology bill of material or the cell-dyn emerald system accessory kit. This product is ordered separately under an abbott list number 08h78-07 as a convenience to the customer when placing an order for a cell-dyn emerald system. The cell-dyn emerald system operator's manual was reviewed and was found to adequately address the issue. Customer complaint data was reviewed and no adverse trends were identified. The investigation did not identify a product deficiency.

Event description:
The account stated that they saw smoke coming from the hp6988 color printer, ln 8h78-07 that was attached to the cell-dyn emerald analyzer. The account turned the printer off. There was no injury.

Manufacturer narrative:
(B)(4). An investigation is in process. A followup report will be submitted when the investigation is complete.